Event description:
A discordant low (B)(6) result was obtained on an advia centaur xp instrument. The first sample of a patient after liver transplantation was low and reported out. The result was questioned by a physician because the patient was known as (B)(6). The next three samples of the same patient were run on the same instrument and were (B)(6). There are no known reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and confirmed that there were no hardware problems, the test was properly calibrated and the quality control is in range. The cause of the single discordant low (B)(6) result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.